Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with subtotal inter-adnexal hysterectomy procedure, the harmonic ace instrument jaw broke at the time of dissection, and a fragment fell into the patient and was lost in the abdomen, resulting in a prolonged procedure as the surgical team conducted an approximately 30-minute search and obtained an x-ray to locate and retrieve the fragment, resulting in a prolonged duration of anesthesia, with no anticipated long-term complications for the patient. The customer confirmed that the patient did not experience any injuries, intraoperative complications, or postoperative complications related to the event. The procedure was completed robotically.